Event description:
It was reported that pt experienced a burning sensation and a shocking or jolting at the lead site. The symptoms began following a fall. The pt fell on their tailbone. The pt was seen in the clinic. Impedances were tested and were normal. Add'l info received indicated the pt was approved for a CT scan but had not yet seen under fluoroscopy. It was suspected the pt would need a lead revision as this was not the first time the pt had experienced "lead issues". Add'l info has been requested but was not available on the date of this report.